Manufacturer narrative:
Final device analysis results reveal no anomaly found - normal device function.

Event description:
The hcp reported the patient had been experiencing an increase in pain, increased problems with balance, stumbling backward, and bilateral leg weakness. A pump myelogram and cat scan were done. The dates and results were not reported. The hcp reported the pump was explanted and replaced after an implant duration of 81 months due to approaching end of battery life or possible defective pump. The patient is reported to have recovered without sequela with no complications.